Event description:
It was reported that they were unable to adjust stimulation. The patient's daughter had called to get help with por information. Cleared with patient programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Recharger model # 37651 lot # nka147579n; extension model # 748251 lot # nhu042296v implanted 2004-(B)(6) explanted unknown; adaptor model # 64001 lot # n272049 implanted 2011-(B)(6) explanted unknown; programmer model # 37642 lot # njz115525n; lead model # 3387-40 lot # j0405899v implanted 2004-(B)(6) explanted unknown; lead model # 3387-40 lot # j0405899v implanted 2005-(B)(6) explanted unknown; extension model # 748251 lot # nhu042295v implanted 2005-(B)(6) explanted unknown; stimulator model # 37602 (B)(4) implanted 2011-(B)(6) explanted unknown.